Manufacturer narrative:
Additional information was received. The customer reported the model, size and serial number of the lens, along with the implant and explant dates. The calcified material was identified on (B)(6) 2017 on the optic. At explant, a vitrectomy, an incision enlargement and sutures were necessary. The patient's outcome post op showed no improvement in visual acuity, patient also suffers from some non-exudative macular degeneration which is probably responsible for the lack of improvement. The following sections have been updated accordingly. Date of event: (B)(6) 2017. Serial #: (B)(4), catalog #: z900200220, expiration date: 4/30/2013, UDI #: (B)(4). If implanted; give date: (B)(6) 2008, if explanted; give date: (B)(6) 2019. Device manufacture date: 4/30/2008. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: after several attempts to collect the material in order to proceed with a device investigation, the sample could not be obtained. A review of the device history record, labeling, complaint trending, and risk documentation for this device was performed. Should material become available at a later point a supplemental medwatch will be filed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Serial # not provided, model #, expiration date and unique identifier (UDI#): unknown as the serial number was not provided. Catalog #: complete catalog number is unknown, as the serial number was not provided. If implanted; give date: unknown/ not provided if explanted; give date: unknown/ not provided (B)(6). Device manufacture date: unknown as the serial number was not provided. (B)(4). No information could be obtained regarding the status of the explanted lens, and there was no serial number reported for this device. Therefore, a failure analysis of the complaint device cannot be completed. A review of labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that calcification on a lens, probably a z9002, necessitated an explant. This was reported during a congress. No additional information was provided.